Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm x 2.75mm, concentric, de novo target lesion was located in the mildly calcified left anterior descending artery. Following predilatation, a 2.75 x 20 synergy drug-eluting stent was advanced to treat the lesion but significant resistance was encountered. The stent was deployed, however, post deployment the physician noted a type b distal edge dissection. A 2.5 x 16mm promus premier drug-eluting stent was deployed at the distal site to cover the dissection and the procedure was completed. No further patient complications were reported and the patient status was stable.